Manufacturer narrative:
(B)(4).

Event description:
The cvc luer-lock connection (brown head) is falling off.

Event description:
The customer reports: the cvc luer-lock connection (brown head) is falling off.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened kit containing a cvc. Visual examination revealed the distal luer hub was separated from the extension line. The lumen had completely smooth edges and did not contain any signs of undue force or contact with sharps. The luer hub contained a small extrusion from the distal end. The inner diameter of the extrusion on the luer hub (measured from the distal end) measured to be 0.054". The outer diameter of the distal lumen measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. The distal extension line extrusion was unable to fit into the distal luer hub. A device history record review was performed with no relevant findings. The customer report of extension line separation was confirmed by visual examination of the returned sample. The distal luer hub contained a small extrusion at the distal end of the hub and no lumen was found inside the luer. The extension line extrusion contained no signs of undue force or contact with sharps. Based on the condition of the sample received, manufacturing (molding) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.